Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d2.

Event description:
Healthcare professional reported, left-side rupture confirmed by MRI.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: crease is observed. Wear abrasion observed on the device. Brown particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported rupture, confirmed by MRI. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued health effect - impact code 4: f2203. Continued postal code e1: 4100. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.